Manufacturer narrative:
The customer has indicated that the complaint sample will be returned to (B)(4). Once the sample is received and the investigation is complete, a supplemental 3500a medwatch will be submitted with the results of the investigation. Information provided from zimmer biomet. Device has not been received by manufacturer. Not yet received by manufacturer.

Event description:
It was reported during an anterior approach hip procedure that the surgeon put the reamer in reamer handle attached to a stryker system 6 handpiece and when he pushed the reamer down to the acetabulum and pulled the trigger and the offset handle broke. The procedure was finished with another device. No adverse events were reported.

Manufacturer narrative:
The complaint sample was returned to greatbatch medical for evaluation and the reported event was confirmed. The adaptor coupling was fractured off of the offset reamer handle drive chain. Visual examination of the complaint sample showed obvious signs of wear with numerous areas of displaced material, dents and gouges throughout the surface of the adaptor coupling and the remaining components of the assembly. A manufacturing review was completed and no discrepancies were found. No further investigation is required. (B)(4).